Event description:
On december 11, 2006, a clinical incident involving an evac 70 xtra plasma wand was reported to MFR. Following a tonsillectomy procedure, the pt was reported to have sustained a burn (severity unknown) approx 6 mm x 3 mm in size located on the pt's face by jaw line. The burn was treated with ointment and dressing. The pt is reported to be healing well.

Manufacturer narrative:
It is unknown if the device was reprocessed.the device was not returned to manufacturer for evaluation. No conclusion can be made.